Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that a bolus was missing from the pump history that the patient had delivered. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/27/2014 with the following findings: the meter was not returned with the pump. The pump powered on to the verify screen with audible and vibratory features. During testing, a 24 hour duration test was successfully completed. A 14u ezcarb bolus with 75g carb was successfully delivered from the pump and was recorded in the pump history and accurately recorded in the diasend download. A 10u normal bolus and a 10u audio bolus were performed successfully and accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump. The history settings issue was not duplicated during testing. There was no defect found.